Event description:
A customer reported that the t:slim x2 pump battery was not charging, accompanied by a power source alert labeled alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer had not initially tried using a known working outlet for charging. Technical support instructed them to do so, and upon following up, using different charging supplies, the issue was resolved, specifically with the tandem wall adapter and charging cable.